Event description:
No diagnostic tests were utilized as there were no dark stools while admitted. The cause of bleeding was not identified. The event reportedly resolved on (B)(6) 2020, and the patient was monitored then discharged home in stable condition. There were no further complaints and it was noted that the patient was doing well at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number: (B)(6), could not be conclusively determined. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU, lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for a low hemoglobin and hematocrit of 5.7 and 20. The patient received one unit of packed red blood cells. Hemoglobin and hematocrit rose to 7.5 and 24.3 on (B)(6) 2020. The patient was discharged to home in stable condition.